Event description:
It was reported that when the radiofrequency (rf) head was moved the programmer turned itself on and off. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.